Event description:
It was reported that during the implant attempt, the physician attempted to implant the left ventricular lead, but could not pass the guidewire all the way through the lead body due to resistance. The lead was removed and the physician attempted to place the guidewire through the distal portion of the lead tip from either direction, but still could not pass the wire. There appeared to be a blood clot in the lumen of the lead the lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.